Event description:
It was reported that the pt lost stimulation and the device had impedance readings of > 4000 ohms on all electrode combinations. The device also had the eos/eol message and had reached eol prematurely. Re-programming was attempted, but the healthcare professional reported that the device had failed 6 weeks after implantation. The healthcare professional stated that they were in the process of trying to rectify.

Manufacturer narrative:
(B) (4).